Manufacturer narrative:
Reliability analysis evaluated 1 opened/used infusion set. Performed visual inspection and failed per spec. Due to found cannula bent. (B)(4).

Event description:
The customer reported via phone call of excessive no delivery alarms from the infusion set. The customer's blood glucose reading was 76 mg/dl. The customer stated that the alarm occurred during bolus. The customer stated that the no delivery alarm was recurring. The customer was assisted in performing 5.0 unit fixed prime. The customer stated that insulin did exit. The customer stated that the cannula was bent. The customer was advised to return the infusion set.